Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display solid white. The customer¿s blood glucose was 165 mg/dl. The customer was assisted with troubleshooting. Customer reported that insulin pump had back light stay on the top screen and it was distracting. Customer stated that the insulin pump had screen flashing when screen was turned on after being in sleep mode. Customer stated that they declined to put new battery. Customer also reported that the cracked at the top of the screen where it says bolus the screen at the center there was a white light that was coming out of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. No back light anomalies noted during testing. Back light anomaly not confirmed. Device received with pillowing keypad overlay.